Event description:
The manufacturer received information alleging won't turn on related to the device everflo intl oxygen concentrator. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca was burnt. Additionally, sieves were clogged, hours couldn't be read, inlet filter that need to be changed due to preventive maintenance. The customer complaint was reproduced. Lastly the device passed all test results. The device pca was returned to the manufacturer's product investigation laboratory from third party service center to further investigate an allegation of "blowing fuses/thermal event". The investigation confirmed that the pca appeared to have received a mains vac voltage spike/eos/esd event or an incorrect mains voltage connection during servicing. The incoming mains mov conductors have experienced a physical departure and subsequent thermal creep event from an over voltage condition. Components vented as designed (metal oxide resistor and power inlet fuse.) The thermal creep was confirmed; however, it was isolated to the components/pca substrate trace. The pca with thermal damage originated external of the unit. The materials were scrapped/recycled as appropriate. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.